Event description:
Surgeon reported fibers present in the eye at the one day post-op visit. The surgeon also stated that the patient's outcome was not affected.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.